Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was conducted. Part#309.530, lot#2287359, manufacturing location: manufacturing location: (B)(4), manufacturing date: 04.sep.2007. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a scheduled hardware removal of a titanium proximal tibia liss plate, two locking screws were locked to the plate functioning as intended. While attempting to remove the screws using a synthes screw removal set, the 4.5 conical extraction screw broke off inside the head of the first screw and then while using a second 4.5 conical extraction screw, it too broke off in the head of the second screw. The surgeon opted to use a 6.0mm carbide drill bit to drill out the heads of the screws from the plate and was able to successfully remove the plate and the remaining screw fragments from the patient's bone. Irrigation and suction was used to remove the remaining metal particles from the soft tissue following the removal, however fragments were retained. The procedure was successfully completed with a delay of thirty minutes and patient status was noted to be "good". This complaint involves two devices. Concomitant device reported: titanium proximal tibia liss plate (part # unknown, lot # unknown, quantity 1). This report is 2 of 2 for (B)(4).